Event description:
A us distributor returned monitor sn (B)(4) indicating that it was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor was resetting. The cause of the resets was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of a flash memory test. The monitor experienced a segmentation fault during the test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. No adverse event resulted from the defective monitor.